Manufacturer narrative:
Reported event: an event regarding arthrofibrosis involving a triathlon insert was reported. The event was confirmed through medical records. Method & results: -device evaluation and results: not performed as no device was returned for evaluation. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: the main problem and indication for revision surgery were reported as stiffness of the knee. Arthrofibrosis is the usual term used for this problem and literally indicates scar tissue formation in the joint. Range of motion (rom) of the knee was reported as 0° to 80° of flexion prior to revision which indeed is insufficient for routine daily activities. A knee flexion of 120° is usually considered adequate. During revision the liner thickness was increased from cs 9-mm to cs 11-mm. This is caused by the fact that extensive releases also require an extensive exposure. The releases may increase ligament laxity somewhat and therefore often a slightly thicker liner is required to restore similar stability as was present prior to revision surgery. Combining all facts and findings discussed, principal failure mode of this case is procedure-related as caused by arthrofibrosis of the arthroplasty post surgery. The bearing was exchanged in combination with extensive debridement and scar tissue removal. No other problems with the arthroplasty were observed. -device history review: indicated devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicates: total knee arthroplasty requiring extensile exposure has resulted in arthrofibrosis with impairment of knee functionality. An extensive scar tissue release was performed in combination with liner exchange as required for adequate exposure and to restore adequate stability of the arthroplasty after the procedure. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient complained about pain and instability. Surgeon decided to explore and change the poly to gain better stability. He removed some osteophytes on the posterior condyles went from a nine mm insert to an eleven.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained about pain and instability. Surgeon decided to explore and change the poly to gain better stability. He removed some osteophytes on the posterior condyles went from a nine mm insert to an eleven.